Event description:
The pt had a very small distal cuff just above the aortic bifurcation from a previous procedure. The dr elected to pre-dilate the cuff with two kissing balloons. The neck of the pt was very short and angulated (>80 degrees.) During the procedure, after the main body graft had been deployed, the contralateral limb was unable to be cannulated. The dr elected to finish deploying the ipsilateral side and attempt to snare the contralateral wire via the up and over approach. The dr attempted to retrieve the top cap, but was not able to get the introducer above the suprarenal stent. The dr pushed the introducer with an enormous amount of force. The pt's blood pressure began to drop rapidly as it was perceived that something may have ruptured. The decision was made to convert the procedure to an open repair. During the open repair, the pt's blood pressure was brought back up. At this time, the occlusion balloon ruputred along with other complications. The pt left the or in stable condition, but expired several hours later in the ICU.